Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(4) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient had some problems about a year prior to the report; the patient clarified that he fell and he was not sure if the leads moved or what happened. The patient believed his device may need to be replaced. The patient stated that the device was shocking him and doing "weird stuff" starting the day he fell. The patient tried adjusting it then ended up turning off his stimulator and didn't try to recharge until a few months later; the patient then reported that the device won't let him "link up" (make a connection between his ins and recharger). The patient stated his last successful charge must have been in (B)(6) 2016. The patient also mentioned he noticed the area around his implant site keeps swelling and then stated that the swelling goes down. No further complications were reported/anticipated.